Event description:
The patient reported having the fossa removed in 2010 due to pain, infection, and swelling

Manufacturer narrative:
The user facility reported that the complaint item was discarded during the revision surgery and therefore not available for review by the manufacturer. The user facility reports that the revision was successful and the patient has been discharged from the hospital in stable condition. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.